Manufacturer narrative:
Evaluation: operative notes were requested however were not supplied. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. However, with the supplied information an exact cause of the reported infection could not be found. Evaluation: review of the device history record swas not possible as the product and lot numbers required for retrieval were retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient was revised due to infection.